Event description:
It was reported by the sales representative the tip broke off inside pt. Surgery was delayed 3 or 4 mins. Surgery was completed with another serfas probe.

Manufacturer narrative:
The complaint device has not been returned to manufacturer. Additional info will be provided when the investigation is completed.